Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a low blood glucose level of 25 mg/dl late last summer. He did not remember anything about it other than he woke up because his dog woke him up and he was okay. The device was not returned.